Manufacturer narrative:
The insulin pump alarmed with a button error and had no button response due to corroded keypad traces. The following physical damage was noted: minor scratches on the display window, cracked case at the display window corners, broken battery tube threads, a broken reservoir tube lip, and a missing reservoir o-ring.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error that he was unable to clear. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues; he mentioned that the pump alarmed in the middle of the night. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.